Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a patient was readmitted for a gi bleed and all anticoagulation was held. The patient received transfusion of prbcs. No alarms were reported for the event. No further information is available at this time.

Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.